Event description:
It was reported that a revision surgery was performed due to loosening knee.

Manufacturer narrative:
The associated complaint devices were not returned. The lab analysis for the femoral, right tibial articulating insert, and left tibial articulating insert scratches on the femoral condyle articular surfaces that are along the radius are likely the result of articulation of the knee. The source of other scratches could not be determined from the information provided. No material or manufacturing deviations were observed in the course of this investigation. The clinical/medical team concluded, right knee (c-199787). Based on the inter-operative findings that confirms loosening, in addition, to the pre-revision x-ray that confirms alignment, the revision findings, the age of the implant and the product evaluation, the root cause of the revision was age related wear. Although we cannot ruled out the articulation of the insert and the reported valgus position of the implant as a likely contributing factor of the reported pain and instability. Left knee (c-199980). Based on the pre-revision x-ray that confirms proper alignment, the revision and the product evaluation the root cause of the revision was due to age related wear. Although we cannot ruled out the articulation of the insert and the reported valgus position of the implant as a likely contributing factor of the reported pain and instability. The future impact to the patient beyond the bilateral revision cannot be determined. No further clinical/medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches/failure mode. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.